Event description:
It was reported that a one-link needle-free IV catheter set did not flow when connected to a clearlink duo-vent c-flo set. This occurred during a patient infusion. The reporter stated that the clinicians at the customer facility were not retracting the collar of the primary IV administration set when connecting it to the one-link catheter set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.